Event description:
The rn was weighing the patient and picked up the lines. Blood started leaking. The nurse looked for the source of the bleeding and saw the catheter had broken near the end of the tube. The uac was removed. This is the second event like this with this product.